Event description:
Provider states no output.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2013-01215 indicting the manufacturer as marco technologies, llc and the serial # as (B)(4). The correct manufacturer is medel s.p.a. And the correct serial # is (B)(4).